Event description:
Invacare received report (B)(4) via email from health canada. The report stated: during use, the right wheel on the users wheelchair buckled and is suspected of causing injury to the user.

Manufacturer narrative:
This report is being submitted in an abundance of caution. Invacare received a report relating to an almost 8-year-old ta4 wheelchair that was involved in an incident that allegedly caused injury to the end user. No information was provided on how the device was being used at the time of the incident or any maintenance history. It is unknown why or how the right wheel buckled. No details were given concerning the alleged injury or any treatment received. Attempts have been made to obtain further information without success. Should additional information become available, this report will be updated.